Manufacturer narrative:
On october 23, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, a tear measuring approximately 4.0 cm was observed on the posterior view. The gel looks normal. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side pain and shell irregularities. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 650cc mentor memorygel breast implant and experienced pain and shell irregularity on her right side postoperatively. As a result, the patient underwent explantation and replacement with catalog number 3505700bc, and serial number (B)(6) on (B)(6) 2020.

Manufacturer narrative:
On october 1, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient's ethnicity is "hispanic". Hence, field 5a under section a for ethnicity has been updated to "hispanic/latino" on this form. Manufacturer¿s reference number: (B)(4).